Event description:
Under infusion: I programmed vancomycin to run as primary infusion. The IV tubing was attached to a lumen of a PICC line with no other medication running through that lumen. Pump was programmed to run at 167cc/hr, as ordered, and vtbi was set at 250cc, which was the stated volume on bag (came as pre-compounded bag from pharmacy). When vtbi complete alarmed, there was still a significant amount of fluid in the bag. There were no IV pump alarms during the infusion. I kept adding more and more volume to the pump to get the entire bag to run in. Ultimately, the pump thinks I ran in 315cc, but there was only 250cc in the bag so the pump is not calculating volume correctly. Bag was not cold or made from hard material. Htm tested pump, all came back normal. Sent back to baxter for testing.